Event description:
As reported by the field, an emboguard 87, 95 cm balloon catheter (bg8795c, lot unknown) can be guided well into the internal carotid artery (ica), only in elongated vessels does it have problems reaching the base of the skull or remaining there. However, the emboguard offers little or insufficient stability in difficult aortic arches. In today¿s case, it kinked at the exit of the left common carotid artery (cca), material was secured to the (ccm). Easy handling of the balloon. It just takes quite a long time to deflate it with a medallion syringe. There was no patient injury reported. The procedure was successfully completed.

Manufacturer narrative:
Product complaint #(B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4) updated sections on this medwatch. Section b5: additional event information received on 10-mar-2025 confirmed that the emboguard¿s catheter did not provide enough stability on this specific case. It was confirmed that the rhv around the balloon catheter was not over-tightened. The device was withdrawn from the patient by pulling back into the (short) sheath. The emboguard was removed intact (in one piece) from the patient. Complaint conclusion: as reported by the field, an emboguard 87, 95 cm balloon catheter (bg8795c, lot unknown) can be guided well into the internal carotid artery (ica), only in elongated vessels does it have problems reaching the base of the skull or remaining there. However, the emboguard offers little or insufficient stability in difficult aortic arches. In today¿s case, it kinked at the exit of the left common carotid artery (cca), material was secured to the (ccm). Easy handling of the balloon. It just takes quite a long time to deflate it with a medallion syringe. There was no patient injury reported. The procedure was successfully completed. Additional event information received on 10-mar-2025 confirmed that the emboguard¿s catheter did not provide enough stability on this specific case. It was confirmed that the rhv around the balloon catheter was not over-tightened. The device was withdrawn from the patient by pulling back into the (short) sheath. The emboguard was removed intact (in one piece) from the patient. The initial examination of the returned emboguard device identified kinking of the shaft at approximately 214mm, 193mm, 165mm, and 138mm from the distal tip of the emboguard device. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The complaint report detailed that the emboguard device was kinked. Several kinks were discovered in the device; therefore, the complaint event is confirmed. The complaint unit was returned coiled in a pouch. It could not be determined if some of kinks were caused by device manipulation and shipment post the complaint event. It was attempted to recreate the damage seen on the device. A recreation was completed using a sample emboguard device. It was hypothesized that the damage was caused by advancing the emboguard device against an obstruction. This recreation resulted in damage similar to that seen on the returned device. This indicates that advancing the device against an obstruction may have contributed to the damage seen on the device. However, this cannot be confirmed based on the information provided. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. While the complaint event was confirmed, the root cause was not determined. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.